Manufacturer narrative:
Investigation is in progress. A supplemental MDR will be submitted once the investigation is completed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The sample was tested again on other platforms (cartridge based molecular systems and large laboratory pcr systems, vendors not provided) and produced a result for influenza a. The same sample was retested on the same cobas® liat® system which yielded a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The influenza a positive result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation concluded that the results in the initial run# 1423 for influenza a and sars-cov-2 are considered potential false negative and potential false positive, respectively. Results from the second run# 1424 are considered true positive/negative accordingly. Although a root cause could not be confirmed, the discrepancy observed between run 1423 and run 1424 may have been due to insufficient volume detected for the lysis and wash buffer reagent in run 1423 which may have had an effect on the final pcr result generated for the flu a target. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified.